Event description:
It has been reported to philips that a warning message "space is not available" was displayed on the system. The system was in clinical use. No harm has been reported to philips. A philips service engineer inspected the system remotely. The image disk has been formatted by performing remote connection to the system and the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed space is not available was displayed on the system. The review of log file shows that the shows disk full user massage. Rse connected to the system to format the disks of the images, which was successfully completed. After which, the system returned to use in good working order. The codes were updated based on the investigation outcome.